Event description:
A malfunction alarm was reported, identified as malfunction code 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant impact. The customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to call back if the malfunction recurred. The customer understood the instructions and continued using the pump without further issues.